Manufacturer narrative:
Literature citation: aiudi cm, dunn ry, burns sm, roth sa, opalacz a, zhang y, chen l, mao j, ahmed su. Loss of efficacy to spinal cord stimulator therapy: clinical evidence and possible causes. Pain physician. 2017; please note this date is based off of the article¿s "accepted for publication" date as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Abstract: the purpose of this study was to investigate whether a loss of efficacy (loe) phenomenon exists with spinal cord stimulation (scs) therapy and to investigate if this phenomenon is more apparent in any specific patient population. The authors concluded that patients who received scs had a significant increase in visual analog scale (vas) scores over time and that their data did not show any baseline patient characteristic that helped predict loe. However, patients who have significant baseline response to therapy may be more likely to experience loe. Reported events: three patients had their spinal cord stimulator removed prior to their one-month post-implant follow-up. No further event information was reported regarding these patients. No further complications were reported or anticipated.